Event description:
It was reported the patient was walking into (B)(6) on (B)(6) 2013 and had a massive shock every time they walked through the security gates. It was noted the patient¿s programmer was six hours away. Additional information has been requested. If additional information becomes available, a supplemental report will be filed.

Manufacturer narrative:
Concomitant products: product ID 3037, serial# (B)(4), implanted: (B)(6) 2006, product type programmer, patient; product ID 3093-28, lot# v010297, implanted: (B)(6) 2006, product type lead. (B)(4).